Manufacturer narrative:
(B)(4). Products evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer's wife complains of high results. Customer states that husband feels physically fine, denies the need for medical attention. The customer's expected blood results are 85-120mg/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 142mg/dl and 139mg/dl non-fasting. Reviewed meter memory: (B)(6). Customer calling on behalf of her husband stating his meter is reading high results for him.